Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the procedure was completed as planned by using wireless footswitch. Although it was reported that the fluoroscopy pedal of the wired foot switch in the examination room was not responding, the philips field service engineer(fse) could not replicate the reported issue upon onsite visit. Since the issue was intermittent, the philips engineer proceeded with the replacement of wired foot switch. The wired foot switch was returned to philips for further analysis. The analysis confirmed, foot pedal failed the visual inspection due to missing anti-slip rings and the footswitch did not connect properly to the connection box and was non-functional after replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed as planned by using wireless foot switch. Due to the use of an alternate footswitch or hand switch the procedure can be completed with minimal or no delay, the malfunction would not likely lead to a death or serious injury. Based on the investigation results, philips concluded that the complaint is not reportable the codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's footswitch was unable to trigger fluoroscopy. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.